Event description:
It was reported an 8f fast-cath hemostasis introducer 12cm sheath was placed in the femoral vein after puncture. The sheath responded as if it was collapsed. The dilator was inserted into the sheath and then removed. The sheath still responded as if it was collapsed. The physician removed the introducer but after a few centimeters of removal, the distal part of the introducer broke and remained in the patient's vein. The patient was sent to surgery where the vascular surgeon removed the broken portion.

Manufacturer narrative:
One 8f, 12cm, fast-cath hemostasis sheath was visually/dimensionally inspected. The sheath tubing was severed at approximately 4.0" from the distal tip; stretching/tearing existed at the sever location, consistent with forcible separation. One wall of the sheath tubing had been perforated approximately 0.2" distal to the sever location; the perforation was rectangular in shape and approximately 0.10" x 0.05" in size. The sheath distal tip inside diameter measurement was within specification. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The fast cath introducer sheath instructions for use (IFU) instructs the user to insert the dilator into hemostasis valve and the follow normal accepted practice for vessel puncture, guidewire insertion, vessel dilator and hemostasis introducer use. The fast cath introducer sheath IFU states to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The fast cath introducer sheath IFU states individual patient anatomy and physician technique may require procedural variations. The fast cath introducer sheath IFU states that prior to proceeding, verify the hemostasis introducer is of proper size to allow passage of desired catheter or other medical device.